Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump and experienced high blood glucose up to 408 mg/dl. The customer stated that the motor error alarm occurred during a bolus, and that he was possibly sweating leading up to the alarm. The customer was advised to disconnect from the insulin pump, which they were able to rewind, and to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed the motor test. The device was received with minor scratched display window and cracked case at display window corners and cracked reservoir tube lip.